Event description:
It was reported that the pacing lead impedance is increasing and the patient alert tripped at the high impedance level of 1500ohms. The lead is sill in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacing lead impedance is increasing and the patient alert tripped at the high impedance level of 1500 ohms. It was further reported that the pace/sense portion of the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.